Event description:
It was reported that after performing ¿paso¿ (most likely refers to pulmonary artery systolic pressure) in right ventricle (rv) to identify the treatment target for premature ventricular tachycardia (pvc), the patient experienced pericardial effusion. After performing paso in left ventricle (lv) to identify the treatment target for pvc, a decrease in blood pressure was observed when attempting to perform paso in rv with the decanav catheter. The event was confirmed by echocardiography that pericardial effusion was present on the lateral side of lv. Drainage was performed, and after waiting for blood pressure recovery, a reverse agent was administered. The description of health problem was cardiac tamponade. There was prolongation of hospital stay. Pvc treatment was discontinued, and the patient left the room. The physician's opinions indicated that during cs catheter insertion, contrast imaging showed a dissection-like appearance. The physician mentioned the possibility that this may have been involved in the event. There were no abnormalities observed prior to or during use of the products. Timing of the event was reported to have occurred 2 hours and 20 minutes after the patient entered the room. Additional information indicated that the adverse event was discovered during use of biosense webster products, prior to ablation, during mapping phase. There was no steam pop. The physician¿s opinion on the cause of this adverse was during coronary sinus (cs) catheter insertion, a dissection-like appearance was on arteriographic finding. The intervention performed was drainage and reverse agent was administered. Pericardial fluid was confirmed on ultrasound, and drainage was performed. After waiting for 30 minutes, pericardial fluid was not confirmed, so the patient left the room. The outcome of the adverse event was that the patient has been discharged from the hospital on (B)(6) 2025. Initially, it was noted that the patient required extended hospitalization. However, additional information received indicated that no extended hospitalization occurred. Additional follow up is being conducted to clarify this information. Irrigated catheter was used in the event, with flow settings of pre-procedure at 3 seconds, and post procedure at 5 seconds. The patient did not require cardiac surgery, and only carto study back up data was available. Correct catheter settings were selected on the generator; however, no ablation was performed. There were no errors noted with biosense webster equipment, and the force visualization features used vector, cf, realtime graph.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31526419m and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received which indicated that the patient did not require extended hospitalization. Therefore, h 6. Health effect - impact code was updated and the code of hospitalization or prolonged hospitalization (f08) was removed and replaced with code recognized device or procedural complication (f15). In addition, the concomitant product section was updated since the type of coronary sinus catheter used was provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).